Manufacturer narrative:
Correction to field b5: describe event or problem.

Event description:
It was reported that since implant, this right ventricular (rv) lead exhibited varying shock impedance measurements including high out of range shock impedance measurements greater than 140 ohms. Boston scientific technical services (ts) discussed troubleshooting options. They have plans to perform commanded shock testing on an unknown future date. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that since implant, this right atrial (ra) lead exhibited varying shock impedance measurements including high out of range shock impedance measurements greater than 140 ohms. Boston scientific technical services (ts) discussed troubleshooting options. The lead remains in service. No adverse patient effects were reported.